Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, white particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d9, h6.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii to IV. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture, baker grade iii or IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii to IV. Device has been explanted.